Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device exhibited a black, nonfunctional screen while the user could still view glucose readings and dosing information in the ilet app, and a replacement device was provided. Symptoms included no adverse clinical effects and no blood glucose issues. Outcomes included no injury, no hospitalization, and continued therapy without interruption. Investigation included device replacement logistics and requests for return of the original device for assessment. Investigation of this device revealed a screen visibility failure consistent with a hardware display malfunction, with the rest of the system functions accessible through the paired app. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly.